Manufacturer narrative:
This lead was surgically abandoned; therefore, not returned to boston scientific for investigation. As such, physical analysis has not been conducted in our laboratory. Without a returned lead. It is not possible to definitively confirm how the lead may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms. Additionally, it was noticed that the lead had switched to unipolar sensing due to the reported observation. Unipolar sensing, threshold and impedance values were normal. Patient is to be scheduled for a lead revision procedure in a near future date. At this time, this lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the lead was manually tested in the clinic and it was found that there was a sudden spike in impedance of up to 3,000 ohms in bipolar setting with no capture at max output of 7.5v (volts) at 2.0ms (milliseconds). The lead was noted to be functioning well in unipolar with impedance of 461 ohms and threshold of 0.7v at 0.4ms. The root cause of the reported observation is suspected to be lead outer conductor fracture. The patient is scheduled for rv lead revision; however, a specific date has not yet been provided. An assessment by technical services (ts) is pending. At this time, this lead remains in service and no adverse patient effects were reported. Additional information was received regarding ts assessment. Ts discussed that the root cause appeared to be the outer or ring conductor fracture, given the unipolar impedance was stable. Moreover, since the device is in unipolar sensing mode, there may be an increased risk of ventricular oversensing. Ts also discussed potential causes for out-of-range high impedances and discussed options for device reprogramming. Ts also recommended conducting an x-ray to evaluate the lead/device interface. If the findings indicate that everything appears to be normal, a revision of the lead should be considered. Subsequently, additional information was received indicating that this rv lead has been surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms. Additionally, it was noticed that the lead had switched to unipolar sensing due to the reported observation. Unipolar sensing, threshold and impedance values were normal. Patient is to be scheduled for a lead revision procedure in a near future date. At this time, this lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the lead was manually tested in the clinic and it was found that there was a sudden spike in impedance of up to 3,000 ohms in bipolar setting with no capture at max output of 7.5v (volts) at 2.0ms (milliseconds). The lead was noted to be functioning well in unipolar with impedance of 461 ohms and threshold of 0.7v at 0.4ms. The root cause of the reported observation is suspected to be lead outer conductor fracture. The patient is scheduled for rv lead revision; however, a specific date has not yet been provided. An assessment by technical services (ts) is pending. At this time, this lead remains in service and no adverse patient effects were reported. Additional information was received regarding ts assessment. Ts discussed that the root cause appeared to be the outer or ring conductor fracture, given the unipolar impedance was stable. Moreover, since the device is in unipolar sensing mode, there may be an increased risk of ventricular oversensing. Ts also discussed potential causes for out-of-range high impedances and discussed options for device reprogramming. Ts also recommended conducting an x-ray to evaluate the lead/device interface. If the findings indicate that everything appears to be normal, a revision of the lead should be considered. Subsequently, additional information was received indicating that this rv lead has been surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms. Additionally, it was noticed that the lead had switched to unipolar sensing due to the reported observation. Unipolar sensing, threshold and impedance values were normal. Patient is to be scheduled for a lead revision procedure in a near future date. At this time, this lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the lead was manually tested in the clinic and it was found that there was a sudden spike in impedance of up to 3,000 ohms in bipolar setting with no capture at max output of 7.5v (volts) at 2.0ms (milliseconds). The lead was noted to be functioning well in unipolar with impedance of 461 ohms and threshold of 0.7v at 0.4ms. The root cause of the reported observation is suspected to be lead outer conductor fracture. The patient is scheduled for rv lead revision; however, a specific date has not yet been provided. An assessment by technical services (ts) is pending. At this time, this lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms. Additionally, it was noticed that the lead had switched to unipolar sensing due to the reported observation. Unipolar sensing, threshold and impedance values were normal. Patient is to be scheduled for a lead revision procedure in a near future date. At this time, this lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the lead was manually tested in the clinic and it was found that there was a sudden spike in impedance of up to 3,000 ohms in bipolar setting with no capture at max output of 7.5v (volts) at 2.0ms (milliseconds). The lead was noted to be functioning well in unipolar with impedance of 461 ohms and threshold of 0.7v at 0.4ms. The root cause of the reported observation is suspected to be lead outer conductor fracture. The patient is scheduled for rv lead revision; however, a specific date has not yet been provided. An assessment by technical services (ts) is pending. At this time, this lead remains in service and no adverse patient effects were reported. Additional information was received regarding ts assessment. Ts discussed that the root cause appeared to be the outer or ring conductor fracture, given the unipolar impedance was stable. Moreover, since the device is in unipolar sensing mode, there may be an increased risk of ventricular oversensing. Ts also discussed potential causes for out-of-range high impedances and discussed options for device reprogramming. Ts also recommended conducting an x-ray to evaluate the lead/device interface. If the findings indicate that everything appears to be normal, a revision of the lead should be considered.